Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 - 10/23/2010 of complaints for additional reportable events. This report is for an erroneous result observed for patient 2 on day 2 of 2. See also MDR no. 1061932-2011-00311 for patient 1 on day 1 of 2. On (B)(4) 2008, a field service engineer visited the customer site to evaluate the instrument. A preventive maintenance was performed and instrument performance verified. An analysis of the raw data from this pt sample indicated that both runs of this sample showed significantly abnormal results. The differential algorithm selected by the site did cause flags on results with both runs (first run: neutrophil blast, lymphocyte blast, immature cell and immature band flags; second run: neutrophil blast, immature cell and immature band flags). The conclusion is that since the sample is quite atypical, it is difficult to classify populations of basophil cells correctly, thus leading to the erroneous basophil count.

Event description:
The customer stated that on (B)(6) 2008, the lh750 hematology analyzer reported 0% basophils with instrument-generated flags on one pt sample. The sample was repeated on the lh750 instrument with a result of 1.1% basophils with an instrument flag on test results. A manual differential resulted in a count of 19.0% basophils. The erroneously low results were reported outside the laboratory with a corrected report subsequently issued. There were no reported changes to pt treatment associated with the incorrect result.